Event description:
It was reported that the tip of this lead's probe appeared abnormally curved as if it were broken, and it was not possible to check sensing and pacing parameters at time of implant. Current evidence suggests another product was used in its place. No adverse patient effects were reported. At this time, product return is not indicated.

Manufacturer narrative:
This lead has not been returned; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the tip of this lead's probe appeared abnormally curved as if it were broken, and it was not possible to check sensing and pacing parameters at time of implant. Current evidence suggests another product was used in its place. No adverse patient effects were reported. At this time, product return is not indicated.